Event description:
It was reported that one year post-implant her implantable neurostimulator (ins) stopped working because she was unable to charge it. Caller stated she would spend hours at a time attempting to charge but ins would not take the charge. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).